Event description:
Healthcare professional reported patient was injected in the perioral area and perioral line with 1.2 ml of juvéderm® volite¿. The patient experienced non-device related "chronic nephritis syndrome" and non-device related "novel coronavirus infection". The patient was hospitalized due to "foamy urine" and was discharged 5 days later. An ultrasound-guided renal needle biopsy that resulted in "pathology shows chronic tubulointerstitial injury and increased glomerular volume." Event is ongoing.

Manufacturer narrative:
The event of chronic nephritis syndrome, deemed not device related is considered an unexpected adverse drug experience.

Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued d.9. Concomitant therapy: white-browed snake venom hemocoagulase for injection, irbesartan hydrochlorothiazide tablets. Continued h.6. Health effect- impact code: f2203. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported patient was injected in the perioral area and perioral line with 1.2 ml of juvéderm® volite¿. The patient experienced non-device related "chronic nephritis syndrome" and non-device related "novel coronavirus infection". The patient was hospitalized due to "foamy urine" and was discharged 5 days later. An ultrasound-guided renal needle biopsy that resulted in "pathology shows chronic tubulointerstitial injury and increased glomerular volume." Event is ongoing.

Event description:
Additional information reported chronic nephritis syndrome resolved a month later.